Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected low suspend alarm. The blood glucose value was 126 mg/dl and the sensor glucose value was 49 mg/dl. The sensor glucose value that triggered the suspend event was 60 mg/dl. Troubleshooting was performed but did not resolve the issue and the device will be replaced and returned.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.